Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed the reader camera needed to be optimized. The fe performed the reader camera adjustment and reference image. Analyzer operation verified by customer running all qc with no condition codes and all reactions acceptable. Repairs have returned this instrument to expected operation. (B)(4)

Event description:
The customer reported the gel camera misread a weak + reaction as negative in the anti e microwell of a type and screen test.